Event description:
It was reported that the pump had a depleted battery error, primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Major chip out on lower left front corner. Battery depleted alarm was found at power up. Error history log review found a battery depleted error. The root cause of the reported issue was found to be customer did not charged the battery. Super cap on main board did not operate as intended, main board with low profile black panasonic cap which was causing the super cap post error intermittently. Actions were taken to mitigate the reported issue: charged battery. Replaced main board. Performed preventative maintenance and all functional testing which passed.